Manufacturer narrative:
The device was returned for analysis. The reported ¿knot was unraveled¿ was confirmed as a suture retrieval issue. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure via a 6f sheath. Reportedly, as the blue suture was pulled, the entire suture came out. The knot was unraveled. The suture of an additional prostyle device was successfully pre-placed. The sheath was upsized to 14f and the tavi procedure was completed. Afterward, the pre-placed prostyle suture was intentionally used with a non-abbott device to successfully achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.